Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pelvic pain, dyspareunia, has trouble urinating which the pt has had to self catheterize, has had additional surgeries to remove the sling and to reconstruct the pt's bladder, urethra and vagina, erosion of the vagina and nearby organs, severe incontinence, permanent and debilitating injuries, permanent and physical disability. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Additional information from the importer report: (B)(6) 2012. Uretex sup urethral support system. Catalog #: 485013, lot#: sfi00351; (B)(6). Attorney.